Manufacturer narrative:
Related medical records are reportedly unavailable. The device has not been returned for physical evaluation. A plant investigation is in progress and a supplemental report will be submitted upon completion. Related medical records are available/will be provided.

Event description:
The peritoneal dialysis (pd) registered nurse reported that the patient had minor, outpatient hernia repair surgery sometime in early (B)(6) 2014. The hernia was inguinal and it is unknown whether it could be related to the patient's pd, but there had been no reported overfill during treatments prior to the diagnosis sometime in late (B)(6) 2014. The patient is reportedly overweight and performs lifting activities as part of his daily living tasks. He is still using the same cycler without issues and is doing well.